Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported egm incorrectly displayed oversensing on a stored vt episode that was appropriately treated with antitachycardia pacing therapy. The display anomaly did not cause the device to malfunction. There were no adverse consequences to the patient.